Event description:
On (B)(6) 2014, the patient contacted animas, alleging that the pump emitted multiple loss of prime alerts and the patient experienced a blood glucose (bg) excursion with bg reading of greater than 250 mg/dl with strong fruity breath odor, dry mouth and unspecified ketones. Reportedly the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Patient had discontinued pump therapy at the time of the call. Customer support agent reviewed the reported prime issue with the patient. It was reported that there was no sudden change in force or temperature and the cartridge cap was secured. The patient reportedly was able to complete the prime step after changing the cartridge. Review of cartridge usage techniques indicated that the instruction for use was followed. This complaint is being reported based on the allegation that the patient experienced a hyperglycemia event with serious injury related to an unspecified cartridge malfunction.

Manufacturer narrative:
Device evaluation: the cartridge was returned to animas and tested by product analysis on 09/19/2014 with the following findings: a visual inspection of the returned cartridge was performed. No damage or defects were noted. A fill test and a leak test were performed on the returned product and it met passing criteria. The cartridge cycled properly and no issues were found filling the cartridge. No leaks were observed with the luer connection, the o-ring or anywhere else in the cartridge. A force test found the device out of specifications with low force detected. The reported issue with the cartridge was duplicated in the investigation.

Manufacturer narrative:
The cartridge has not been returned to animas. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the cartridge has not been returned to animas. A retain sample from the same lot of cartridge was tested by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the retain cartridge was performed. No damage or defects were noted. A fill test, a force test and a leak test were performed on the retain sample and it met passing criteria. The cartridge force readings were confirmed to be within specifications; no failures related to the loss of prime complaint were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A review of incoming inspection record indicated that the lot met release criteria.